Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: during an open microwave ablation procedure, it was noted the tip of the applicator had fully detached from the applicator shaft and remained lodged in the patient's liver. The event occurred after multiple overlapping ablations in the same locale. The physician had no issues with the device until the final ablation, when the system indicated a fault with the probe. The physician withdrew the device and noticed the fracture. No further ablations were deemed necessary. The physician determined not to removed the fragment from the patient, as he believed it was located in a large necrotic section of the liver with little risk for the tip to migrate. It was reported the patient was stable post procedure. It was reported the disposable device is not available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. Without a device evaluation, angiodynamics is unable to determine a root cause for the reported complaint description. The reported complaint description of a fractured tip could not be confirmed as no sample was received for evaluation. Without receiving product to evaluate, a root cause cannot be definitively determined although a possible contributing factor could be due to lateral force placed on the tip during placement or at some point during the procedure. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the user with the solero applicators contains the following statement; "the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).